Event description:
It was reported that a consult review was requested, per the patient arriving to the emergency department. There were no stored episodes. However, the right ventricular (rv) shock lead impedance measured greater than 125 ohms. According to the trend data, the last clinic interrogation also had an out of range measurement. Technical services advised for the patient to follow-up with their physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.